Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the patient had "twiddled" the device and pulled the lead back. The patient received a shock as a result. The lead was removed and replaced. The device remains in use. No further patient complications have been reported as a result of this event.